Manufacturer narrative:
The insulin pump powered up properly after battery installation. No blank display noted. The insulin pump passed self-test and displacement test. No constant tone or audio/beep anomaly during testing. The insulin pump had intermittent bolus express button response due to corroded keypad traces. The insulin pump had minor scratches on display window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated the buttons on the insulin pump were unresponsive. It was also found the customer had a constant tone on the insulin pump. The customer reported the insulin pump's screen went blank before the constant tone occurred. Customer stated an alarm did not occur before the constant tone. Customer's blood glucose was 223 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.